Event description:
It was reported that the pump generated recurring alert 38 indicating a motor stall, despite multiple restarts and a reset, with no foreign objects found in the pump chamber; a dry run to 120 units was successful, and a full set change using cd sets resolved the alerts. Symptoms included interrupted insulin delivery. Outcomes included user-performed troubleshooting and restoration of normal operation without medical intervention. Investigation included guided troubleshooting, inspection of the pump chamber, removal and reinsertion of supplies, a controlled dry run, and execution of a complete infusion set change. Investigation of this case revealed a consecutive motor stall condition likely related to delivery resistance or set-related occlusion, which resolved after the set change, with no device hardware malfunction reproduced during the dry run. It was concluded, based on previously established findings for similar reports, that the cause was probable infusion set or flow-path resistance leading to temporary motor stall, not a confirmed pump motor defect.